Event description:
It was reported a patient underwent a robotic assisted hysterectomy on (B)(6) 2022 and topical skin adhesive was used. Post op day 4 patient developed an allergic reaction to the adhesive that was used on incisions. Welts developed at all 4 sites and patient broke out in hives with severe itching. Due to scratching one of the incisions partially opened. Now it seems as the mesh that is used prior to the application is embedded in the wound and it¿s not coming off or breaking down. The area is quite sore. Patient using antibiotic ointment and vaseline but it is not coming loose. On 5/18. I woke up with hives all over my abdomen and legs. On (B)(6) 2022 began prescribed a medrol dose pack, a prescription steroid cream and instructed to take otc antihistamines.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? On (B)(6) 2022. What date did the allergic reaction occur on? On 5/15 I woke up with severe itching at all of my incision sites. All of the incision sites had a red raised rash around them. They sort of looked like welts. Was the antibiotic ointment used to treat the allergic reaction prescription strength or purchased over the counter? I went back to my doctor¿s office on 5/17. They prescribed a medrol dose pack, a prescription steroid cream and told me to take otc antihistamines. On 5/18. I woke up with hives all over my abdomen and legs. The itching was so severe. I started the medrol dose pack on 5/18 after the hives broke out. I was not prescribed an antibiotic ointment by my physician. With all of the itching one of the incisions partially opened. I was trying to get the remaining glue off of my incisions because of the reaction. The one that partially opened had the most glue on it. I started applying bactroban and vaseline to that incision site. I did that on my own trying to break down the glue. Can you share any pictures of your allergic reaction with us? I have a bunch of pictures. I can¿t say I really want to send someone body pics. What will they be used for? Can you identify the product code and lot number of the product that was used? No how are you feeling today? What is the status of your symptoms? I¿m still having issues especially with the incision that partially opened up. The mesh that is applied first is embedded in that wound. I¿ve slowly been able to pull some of the material out. It comes out in threads. That incision is sore and still itches at times. 2 of my other incisions that still have a small amount of glue/mesh attached are still also itchy. Only one of my incisions shed off the glue and mesh and I don¿t have any issues with that one. If in your possession, may we have a copy of your operative report? I do not have it. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? I would prefer to talk to my physician first. No answer no product is available for return.